Event description:
The customer reported the 2800 system foot extension would not slide in or out easily. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. An adjustment was made to the leg extension to loosen it. The system operates as intended.